Event description:
The hcp reported that, prior to the last refill, the pt heard the pump intermittently alarming. The expected reservoir volume was 3.1ml and the actual was 4.9ml. The pt then presented with "withdrawal." No alarms were heard at that time. The expected reservoir volume was 16.6ml and the actual was 17ml. The pt was given a bolus with good response. And sent home. The hcp is anticipating pump replacement.